Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s caregiver requested assistance with a supply change, during which the patient disclosed elevated blood glucose readings in the 360 to 370 mg/dl while asymptomatic and noted that the patient had been off the ilet and on backup therapy per clinician guidance, with glucose trending down on reassessment after eating. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified and characterized as improper or incorrect procedure or method; component-level attribution was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.